Event description:
It was reported a patient's atrial lead presented with increased threshold due to dislodgement, confirmed via x-ray. The lead was explanted and replaced in a procedure on (B)(6) 2024. Post-procedure the patient was stable.

Event description:
It was reported, a patient's atrial lead presented with dislodgement. The lead was explanted and replaced in a procedure on (B)(6) 2024. Post-procedure the patient was stable.